Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
While implanting triathlon tibial component surgeon noted that the triathlon tibial impactor was not working correctly. He returned the instrument in two (2) pieces rather than one (1) piece. No negative consequence to patient.

Manufacturer narrative:
An event regarding an alleged disassociation of baseplate impactor extractor component (the shuttle) was reported. The event was confirmed. Method & results: device evaluation and results: .a material analysis report concluded that the shuttle component fractured in overload. Hardness testing was performed on the shuttle and was consistent with the drawing requirement. Eds was also performed on the shuttle and was consistent with (B)(4) stainless steel alloy. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: confirmed all devices accepted into finished goods conformed to specification complaint history review: a complaint history review confirmed no other similar events for the reported lot. Conclusions: the event was confirmed. The event description indicates the device was not working correctly and was in two pieces. On 15-feb-2016, the sales representative indicated that the two pieces of the device may have been welded together. A material analysis report concluded that the shuttle component fractured in overload. Hardness testing performed on the shuttle was consistent with the drawing requirement. Eds was performed on the shuttle and was consistent with (B)(4) stainless steel alloy.

Event description:
While implanting triathlon tibial component surgeon noted that the triathlon tibial impactor was not working correctly. He returned the instrument in two (2) pieces rather than one (1) piece. No negative consequence to patient.